Event description:
It was reported this was an arteriotomy closure of a common femoral artery using the pre-close technique via a 6fr sheath hole prior to a abdominal aortic aneurysm (aaa) procedure. Reportedly, after needle deployment, when removing the plunger a suture break occurred with the first prostyle device. The sutures of two new prostyle devices were successfully pre-placed. The sheath was upsized to a greater than 8.5fr sheath and the aaa procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was returned for analysis. The suture separation was not confirmed because the components were not returned. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The cause of the reported material separation could not be determined. The subsequent treatment is related to the circumstances of the procedure. It may be possible that an interaction of the device with patient anatomy, suture pulled until it breaks, or tensioning angle not being coaxial contributed to the event. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device. The additional two prostyle devices referenced in b5 are filed under separated medwatch report numbers.d4: lot number and expiration date. H4: device mfg date.

Event description:
Subsequent to the initial emdr, additional information received stating that a second and third prostyle device were attempted to be deployed; however, cuff misses occurred. No additional information was provided.